Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-apr-2026, it was reported by a sales representative via (B)(4) that an ar-3652ttsp fibertape black suture limb would consistently slice back during attempted passage, while the blue and white suture limbs passed through without issue. This occurred during use in a rotator cuff repair case with no patient effect. There was a delay to the case. The surgeon was able to successfully pass the suture utilizing a tigerlink¿ device as a workaround, and the ar-3652ttsp anchor was still implanted as originally intended in both cases.